Manufacturer narrative:
Additional information: there were no issues noted with the two onyx frontier stents that were implanted in the patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one onyx frontier coronary drug eluting stent, stent deformation occurred in vivo during positioning/advancement. The lesion being treated was a moderately tortuous, moderately calcified lesion with 90% stenosis in the proximal right coronary artery (rca). The device was inspected prior to use with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated using a number of non-medtronic semi-compliant and non-compliant balloons. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. There were two attempts made to deliver the stent but they were unsuccessful. Upon removal of the stent after the second attempt, the stent found to be mangled at the tip area. The procedure was completed with two smaller onyx frontier stents being implanted. The patient was reported to be fine. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the device was returned for evaluation. The proximal end of the stent was positioned correctly, but due to stretching and deformation of the distal end of the stent, the stent did not meet visual acceptance specification. No other damage evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.